Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked after placement. A 69-year-old female patient was scheduled on an unspecified day in (B)(6) 2025 for a routine right nephrostomy tube exchange procedure, which was performed without complication. Upon arrival home, the patient noticed urine leaking around catheter hub, with part of the suture string protruding. The patient tried to fix the problem without success. The patient called the following day and was asked to return to the ir [interventional radiology] department to have the issue resolved. The decision was made to replace the existing catheter with a new one. The exchange was made, and the patient left with the knowledge to call for any problems with the new catheter. No other adverse effects have been reported for this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3 - date of event: unspecified day in december 2025. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. E3 - occupation: risk manager. H3 - device evaluated by mfg.? Device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.